Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operatively, the right atrial (ra) lead exhibited no sensing and the right ventricular (rv) lead exhibited no sensing and no threshold. The leads remain in use. No patient complications have been reported as a result of this event.